Event description:
It was reported that during procedure, the lead could not be positioned. The lead was removed and tested. The helix was not deploying corrected and after several turns without deploying the helix would jump out of the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.analysis was performed and no anomalies were found.the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.the analyst also noted:lead was returned with the helix extended and tissue visible on it. Removed tissue with alcohol, helix works smoothly and within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.